Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call to technical services placed on (B)(6) 2014 stated during troubleshooting, some farfeild was noted at 180 ms. There is atrial blanking out to 125 but still in pvarp. The p wave is 2.7mv to 3 mv. It was programmed to 0.75 mv. Intermittent sensing was noted at 1 mv. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)